Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection by the naked eye revealed that the set was sealed, and the pouch had missing seal marks. The reported condition was verified. The cause of the condition was determined to be improper packaging; the set tube was caught by the packaging machine during the packaging process. A CAPA has been opened to address this issue. A batch review revealed that this lot was manufactured on a new machine. A mechanism that detects tubes caught in the seal was later installed on the machine. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing was "incomplete" on a continu-flo primary set. There was no patient involvement. No additional information is available.